Event description:
During a cryoablation procedure, phrenic nerve impairment was noted at second ablation. The phrenic nerve had not recuperated to full strength as of (B)(6) 2011.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.